Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose (bg) level was 250 (mg/dl). Bolus via the pump was delivered to address bg level. Reportedly the customer did not have alternate insulin therapy available. The customer declined a follow up to ensure alternate insulin therapy was obtained.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.